Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to pain and increased metal ion levels. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to pain and elevated metal ion levels. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Review of explanted device showed that the bearing surface of the modular head showed fine multi-directional scratches and some deeper scratches or indentations in parallel bands. These deeper scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. All relevant measurable dimensions were found to be within specification. Current information is insufficient to permit a conclusion as to the cause of the event. This follow-up report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00455-1 / 00456-1).

Manufacturer narrative:
This follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00455 / 00456).